Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had chest x-ray taken two weeks after implant during which it was observed that there was a loss of slack on the right atrial(ra) lead. On (B)(6) 2021 during clinic interrogation, the ra lead exhibited an increase in capture threshold and a decrease in p-wave amplitude. The lead was determined to still be fixated to the atrium and all electrical measurements remained within normal limits. The patient was noted to have no symptoms associated with this issue. The physician elected to monitor the patient.